Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized prior to and at the time of death. Treatment during hospitalization was not reported. It was not reported if peritoneal dialysis (pd) therapy was ongoing prior to or up to the time of death. It was not reported if pd therapy with a homechoice (hc) device was being performed at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. During visual inspection, no issues were found. The power on self-test and one hour therapy test were successfully performed. The results of the sample analysis revealed that the device was serviced according to required procedures and the device passed all tests as per baxter procedures. A review of the service history will not be performed as the device was serviced more than a year ago. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Upon conclusion of the investigation, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.